Manufacturer narrative:
(B)(4). Customer reports lost sensor alarm. Received and place unit under microscope and found moisture damage / contamination at connector pins. In conclusion, the customer complaint of no communication could not be confirmed due contamination corroded at the connector pins.

Event description:
Information received by medtronic indicated that the customer lost of communication between insulin pump and transmitter. No harm requiring medical intervention was reported. The customer will discontinue the use of device.